Event description:
The customer reported alleged inaccurate high results on their surestep meter. Patient reported that they felt shaky and "drunk" and took a blood test with a result of 131 mg/dl. Based upon their condition, a family member contacted the paramedics who arrived 30 minutes later. Patient's blood glucose on the paramedics meter was 21 mg/dl. Patient was treated by the paramedics with an unknown type of medicine, their blood glucose went up to 300 mg/dl within minutes. No other information was provided.